Event description:
It was reported that during surgery, while using the speedstitch needle, the tip broke off inside the joint. All pieces were retrieved from the joint. A delay of 10 min was reported. It was not reported if there were any smith & nephew device was available. No harmed was caused to the patient and it is unknown if the procedure was successfully completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during surgery, while using the speedstitch needle, the tip broke off inside the joint. All pieces were retrieved from the joint. A delay of 10 min was reported. It was not reported if there were any smith & nephew device was available. It is unknown if the procedure was successfully completed.

Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. A review of manufacturing records for the reported lot number 2047483 found no non-conformance's or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) excessive force. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H3, h6: the device reported, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number 2047483 found non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review has found no related failures. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. A review of the product/print specifications found material discrepancy used during manufacturing. Clinical/medical evaluation was completed and concluded that based on the information provided, the root cause of the reported breakage is the needles being made of incorrect material vs the design 304 spring wire stainless steel. Since no patient harm is being alleged. A visual inspection was performed and found a damaged needle. The complaint is confirmed. The factor related to the design or manufacture of the device that lead to the failure reported include, but are not limited to: (1) supplier related issue - failed to provide material that meet specification. The failure is being assessed for recommended actions and further evaluation regarding supplier controls are currently in progress. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.